Event description:
A pt was hit by a car. In the e.r., the pt showed signs of decreased cranial pressure. A physician's assistant under the supervision of a neurosurgical attending used the drill and drill bit within the cranial access kit to drill a hole into the pts skull. While drilling, the distal end of the drill bit broke off and was lodged in the pt's head. The drill bit piece could not be removed in the e.r. Pt was transferred to the operating room to remove the drill bit piece. A new burr hole was made so that the pt could be monitored.